Event description:
The user facility reported that the patient had a left lower extremity angio performed from the right groin access. After the case was completed, they shot a femoral angio. The stick was deemed a high stick. They decided to close the site using an angio-seal device. While deploying the angio-seal, there was a suture lock malfunction. The tech deploying the angio-seal device called the terumo territory manager (tm). She walked them through successfully correcting the issue. The tech performed the bailout method correctly. He said the patient was stable and did not have any issues with bleeding. They went to check on the patient again. They performed dopler on the patient's foot arteries and they were good. The patient was not having pain and no other issues reported. There was no reported blood loss.

Manufacturer narrative:
A1: patient identifier: unknown d6b: explanted date: device was not explanted e3: occupation: technologist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, guidewire, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The carrier tube was found to have been cut between the latches. The carrier tube hub was subsequently opened to inspect the suture component. However, the component was found to have been fully deployed. No other damage or issues were identified. The complaint was confirmed for a potential suture deployment issue. The exact root cause cannot be determined. It is possible that the user did not fully withdraw the device which led to suture deployment difficulty during the operation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).